Manufacturer narrative:
The main component of the system and other applicable components are: product ID 3487a-56, lot # va0mffq , product type lead; product ID 3487a-56, lot # unknown, product type lead.

Event description:
Information was received from a manufacturer representative regarding a patient who was implanted with a neurostimulator for chronic low back pain and spinal pain. It was reported that stimulation was not covering the right side and shoulder blade anymore. The patient reported weight loss. An impedance check showed that contacts 3 and 8-12 had >10,000 ohms. Contact 3 was not being used and 8-11 were for right side coverage. The system consisted of 2 leads placed peripherally and 2 other leads placed in the epidural. The contacts 0-7 were peripheral and the 8-15 were epidural. The leads were viewed under fluoroscopy and confirmed that they had pulled back a vertebral body. The manufacturer representative reprogrammed the system using the other lead to give bilateral leg coverage. The system was originally placed for low back and leg pain. The current programming was covering the original pain. The health care professional (hcp) stated that they should try new groups and see how the patient did. If the patient was not better, they would be referred to another hcp for revision. A surgical intervention would only occur if the patient reported that the reprogramming had not helped. The patient's medical history included low back, leg, upper back, and shoulder pain.

Manufacturer narrative:
Corrected information: sex, date of birth. If information is provided in the future, a supplemental report will be issued.